Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error could not be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) display during fill 1, the home patient (hp)'s caregiver (cg) revealed that she had started over with new cassette, but stated that she did not change out the bags. The technical service representative (tsr) advised the cg to end therapy and start over with all new supplies or hp risked infection. The tsr then assisted the cg through ending therapy early procedure. The cg understood the explanations and would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the cg, it was found that she was told by the tsr to change out all supplies and was able to continue therapy. Per the cg, the hp did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. No further information was provided.